Event description:
It was reported that pt underwent total knee arthroplasty in 2001. Subsequently, during revision procedure in 2008, wear was noted on the tibial bearing and patellar button.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event. Evaluation of returned device found evidence of delamination of the condylar surfaces and subsurface cracks on the anterior portion of the tibial beaming. The anterior portion also contains areas of delamination which appear to be a result of the femoral component riding off the lip of the bearing. Wear was also noted which may have been a result of third body object or contact with the femoral component. This report filed on june 10, 2008.

Manufacturer narrative:
Follow up report #1 was submitted to correct hospital information. When information was transfered, the wrong brand name and catalog number were reported. Follow up #2 is to correct the brand name and catalog number. This report filed august 12, 2008